Manufacturer narrative:
Literature citation: chughtai b, thomas d, sun t, sedrakyan a. Failures of sacral neuromodulation for incontinence. Jama surgery. 20 18;153(5):493-494. Doi: 10.1001/jamasurg.2017.6093. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Please note this date is based off of the article¿s online publication date as the specific event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Continuation of medical devices: product ID neu_ins_stimulator, product type implantable neurostimulator. Information references the main component of the system. Other relevant device(s) are: product ID: neu_ins_stimulator. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Literature abstract: the authors sought to determine the reintervention rate associated with treatment failures and device malfunctions at 1, 3, and 5 years after sacral neuromodulation (snm) surgery. The secondary aim was to evaluate the volume-outcome relationship. Reported events: 280 cases of reintervention (revision, replacement, or removal) were reported within one year of implant due to device malfunction; 278 cases of reintervention (revision, replacement, or removal) were reported within one year of implant due to treatment failure; 20 cases of reintervention (revision, replacement, or removal) were reported within one year of implant due to pain; 14 cases of reintervention (revision, replacement, or removal) were reported within one year of implant due; the reason for reintervention was unknown. It was noted that reasons for reintervention with 10 or less diagnoses were not reported; 452 cases of reintervention (revision, replacement, or removal) were reported within three years of implant due to device malfunction; 286 cases of reintervention (revision, replacement, or removal) were reported within three years of implant due to treatment failure; 14 cases of reintervention (revision, replacement, or removal) were reported within three years of implant due to pain; 15 cases of reintervention (revision, replacement, or removal) were reported within three years of implant due; the reason for re intervention was unknown. It was noted that reasons for reintervention with 10 or less diagnoses were not reported; 367 cases of reintervention (revision, replacement, or removal) were reported within five years of implant due to device malfunction; 190 cases of reintervention (revision, replacement, or removal) were reported within five years of implant due to treatment failure; 18 cases of reintervention (revision, replacement, or removal) were reported within five years of implant due; the reason for reintervention was unknown. It was noted that reasons for reintervention with 10 or less diagnoses were not reported. There were no further complications reported or anticipated.